Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one mahurkar catheter. A guidewire was inserted into the third port of the catheter, and resistance was felt at the catheter tip. The guidewire could not be advanced through the tip in either direction. The tip was cut open and it was revealed that there was flash from the tip obstructing the opening. It was reported that the device tip was occluded. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure in a very stressful environment in the ICU, the guidewire did not go through the triple lumen. So it was not possible to get the catheter over the wire as it did not exit and was blocked. The anesthesiologist then changed to another catheter with the same guidewire, and the new catheter was placed successfully. The catheter was not repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. Nothing unusual was observed on the device prior to use. No other product was utilized with the device. There was no excessive force used on the device. The insertion site was treated prior to product placement. There was no blood transfusion performed. It was stated that the acute patient in the ICU died due to other causes and was both respiratory and cardiac very ill.